Event description:
The customer's father stated that the insulin pump was exposed to moisture and was no longer functioning. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor.